Event description:
The device was used during an unspecified procedure. Reportedly, the instrument fired successfully across lobar artery although complete hemostasis was not achieved. The device would not open after the second firing across lobar vein. The tissue was transected to remove the device and complete the procedure.